Event description:
On 2019/6/12, we received a complaint from conmed, involving an issue with the precisor broncho disposable biopsy forceps alligator cup, item # 100503, lot # m181220002, that was encountered during a bronch / transbronchial biopsy on (B)(6) 2019. It was reported that "while placing forceps into scope to designated area the forceps appear to be stuck and needed to be forced open and became stuck in the open position, we had to take the entire scope out of the patient to retrieve the forceps out of the scope." It is indicated that there was no impact or injury to the patient and the procedure was successfully completed with no delay.

Manufacturer narrative:
The customer complaint that the "forceps appeared to be stuck and needed to be forced open" .the original complaint device was not returned. Due to not received complained products, the manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The products released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found a total of five complaints for this lot number and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device: when advancing forceps through endoscope, care should be taken that, if resistance is met, the endoscope tip should be repositioned to allow smooth passage of the biopsy forceps. Be certain that the forceps are in the closed position prior to advancing the forceps into the endoscope and maintain this closed position while moving through the working channel of the endoscope. Do not force the forceps if they do not pass smoothly through the endoscope, as this may damage both the forceps and the instrument channel of the endoscope. Do not apply excessive force when opening and closing the forceps. Because we could not get the complaint products, based on the information received so far, we are not able to make an accurate analysis and find the root cause for the time being. We will continue to pay attention to this issue , once we receive complaint products or more valid information, further analysis will be initiated.

Manufacturer narrative:
Micro-tech has not received the complaint sample now. But, micro-tech are keeping in touch with conmed, jontly analyze this complaint. The incident investigation is still ongoing. A follow-up report will be filed following the completion of the incident investigation.

Event description:
On 2019/6/12, we received a complaint from conmed, involving an issue with the precisor broncho disposable biopsy forceps alligator cup, item # 100503, lot # m181220002, that was encountered during a bronch / transbronchial biopsy on (B)(6) 2019. It was reported that "while placing forceps into scope to designated area the forceps appear to be stuck and needed to be forced open and became stuck in the open position, we had to take the entire scope out of the patient to retrieve the forceps out of the scope." It is indicated that there was no impact or injury to the patient and the procedure was successfully completed with no delay.